Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported pump will not stay on, which was reproduced during evaluation. A review of the event history log identified evidence that the pump would not stay on. Visual inspection found the cause was a damaged rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stay on. The event was found at the general patient ward. There was no patient involvement. No additional information is available.